Event description:
It was reported to boston scientific corporation that an endovive initial peg placement kit was used during a was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complaint, the physician trimmed the guidewire in preparation for introduction into the catheter, and as the guidewire was being passed through, the wire began to fray and uncoil. Some residual wire detached and fell into the patient and was retrieved endoscopically using biopsy forceps. An abdominal scan was used to confirm no foreign bodies remained in the patient. A new endovive peg placement kit was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of guidewire uncoiling. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.